Event description:
It was reported that during a dialysis catheter placement procedure through the right internal jugular vein to treat chronic kidney disease, the device allegedly got stuck and could not be advanced nor removed off the patient. The device was pulled off the patient and the puncture needle was noted to be stuck to the guide wire. It was further reported that due to the device being pulled out forcibly, the blood vessel got damaged and the patient started bleeding leading to vascular stenosis. The procedure was completed using another device. The patient was reported stable.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be completed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2022). Device not returned.